Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in australia, this was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During procedure, after successfully implanting the 29mm sapien 3 valve, it was not possible to pull back the commander delivery system into the esheath. The commander delivery system and esheath were removed together and a fault was found at the tip end. The commander delivery system was caught on the esheath. The patient did not suffer any injury from the event. The patient was alive and well. During pre-decontamination observation, it was found that the esheath liner was fully expanded and damaged at approximately 11 cm from the distal tip. The distal tip was hyper split approximately 15mm. The liner was delaminated 1 cm from the distal tip.

Manufacturer narrative:
Corrected h.6 investigation codes based on evaluation. The device was returned for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and did not reveal any other complaints related to the current complaint codes. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. During visual inspection of the returned device, the sheath was fully expanded with the tip opened along the axial score line, as designed. The esheath distal tip was split. The liner was delaminated approximately 1cm in length. The strain relief was damaged/torn at the distal end. Sheath shaft damaged and liner damaged approximately 11cm from distal tip. Several scratches were noted along the hdpe. Post-procedural imagery and imagery of the patient's anatomy were provided. The esheath liner was bunched at the distal end. Calcification, tortuosity, and an undersized access vessels were present in the patient's anatomy. The ifus and procedural training manual were reviewed. The physicians are instructed to completely unflex the delivery system. Ensure flex tip is still over the triple marker and the balloon lock is locked. Ensure the balloon is completely deflated. Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting the device, no product risk asssesment (pra) is required. Additionally, since no edwards defect, which could have resulted in the complaint was confirmed, no preventative or corrective actions are required. The ''sheath distal tip split'', ''sheath liner delamination'' and ''strain relief - damage'' were confirmed through imagery review and returned device evaluation. No manufacturing non-conformance were identified on the returned device. Reviews of the complaint history, lot history, and DHR showed no indication that a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''after successfully implant the 29mm sapien 3 valve, it was not possible to pull back the commander delivery system into the esheath. Commander delivery system and esheath were removed together and it was found fault at tip end, the commander delivery system was caught on the esheath.'' The provided 3mensio was reviewed and revealed calcification and tortuosity in the access vessel, with a minimum access vessels diameter of 5.5mm. As per IFU, the minimum vessel diameter for a 16fr esheath with a thv size 29mm is 6.0mm. Additionally, residual fluid was noted in the received delivery system balloon. During removal of the delivery system, residual fluid may have potentially increased the balloon profile. This increased balloon profile, in combination with the patient's undersized vessels, calcification, and tortuosity, could have caused the distal end of the delivery system catching onto the esheath tip and causing the distal tip split and liner delamination. Furthermore, if the sheath was excessively manipulated to overcome the withdrawal difficulty, it is possible that the strain relief interacted with calcification resulting in the observed damage. As such, available information suggests that patient factors (calcification, tortuosity, undersized access vessels) and/or procedural factors (residual fluid, excessive manipulation) may have contributed to the reported event.